Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope did not display image when the system was started. The issue was found during inspection for use. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image disappeared during angulation in the up/down direction due to damage on the charge coupled device unit. It was also noted that the bending angle in the up direction did not meet standard value due to wear of the angle wire and the connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, h4, h6 and h10. Corrected data field: d9 and e1 (phone number). A review of the device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issues were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "no image" and "image disappeared at angulation in up/down directions "were caused by a charged coupled device being pressed by the deformation, which led to a slight breakage of the charged coupled device cable. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.